Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (false asystole, multiple axis timeout flag) has been confirmed. Upon evaluation, the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to defective q1 component in ECG "b". The root cause of the defective q1 could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving frequent false asystole flags and multiple axis timeout flags indicating a significant change in the recorded patient ECG baseline.